Event description:
It was reported by switzerland that during service and evaluation, it was determined that the battery oscillator device failed visual inspection, produced abnormal noise, mode switch was stuck and device trigger was sticky. It was further determined that the saw head locking mechanism was cracked. It was further determined that the device failed pretest for general condition, check for sticky trigger and mode switch-test. It was noted in the service order that the blade connecting part of the device was cracked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: service history review: a review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause for the cracked saw head locking mechanism was determined to be a confirmed design error and further investigation and assessment was covered under a CAPA. The assignable root cause for the other found defects was determined to be due to component failure from wear. UDI: (B)(4).